Event description:
A Barostim system was implanted on (b)(6) 2026. Later that evening while the patient was in the Post-Anesthesia Care Unit, the patient went back to the operating room because a hematoma had formed in the chest pocket. The hematoma was drained and the patient was kept overnight for observation. The morning of (b)(6) 2026 the patient felt better and was discharged. Per the surgeon, it was thought that the patient did not hold their blood thinner medication as instructed which contributed to the hematoma formation. At an appointment with the vascular surgeon on (b)(6) 2026 it was confirmed that everything was healing well.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Per the managing physician, it was thought that to root cause was likely that the patient did not hold their blood thinner medication as instructed which contributed to the hematoma formation.The Device History and Sterilization Record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. CVRx ID# (b)(4).